Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had comprised force sensor system alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that drive support cap was protruded. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump alarmed motor error during the basic occlusion test due to loose/protruded drive support disk. Unable to perform basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, displacement test or verify compromised force sensor system alarm due to motor error alarm. However, insulin pump passed rewind test and displacement test. Insulin pump had broken battery tube threads.